Event description:
The patient experienced wound dehiscence; there was no infection. The patient indicated that he must have lifted something or moved in a way that he shouldn't have and he caused the stitches to pull out. The pump and catheter were explanted. Once the area was healed, they planned to re-implant with the assistance of a plastic surgeon. The patient was very thin and the plastic surgeon would make some type of pump pocket. The patient wanted the device replaced because he said it helped a lot. The medication being delivered via the device system was lioresal.